Manufacturer narrative:
The complaint devices were received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the expressew iii and the needle flag is not attached with it. Hence this complaint can be confirmed. When the needle is jammed inside the device, it might have been pulled out from the distal end of the device which caused the needle to break. This operation is beyond the design intent of this device. The failure of this device can be attributed to the application error. There is no lot information available for the needle involved in this event. Hence a lot specific search for needle cannot be done. However for the express gun a device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email this product was used for demonstration purposes at the (B)(4) conference and the needle got stuff in the device. When rep tried to remove the needle using graspers, rep broke the tip of the needle and it is now stuck in the expressew iii device. Returning to get the needle removed. Additional information affiliate responded 8-21-2017. Yes, this was used during a demo. Therefore no patient was involved.